Event description:
Home pt (hp) reported 2 incidents of feeling full, as if pt was overfilled, while using the homechoice cycler for apd therapy. Hp relates the homechoice cycler is programmed to deliver a last fill volume of 2000ml, which dwells in their peritoneum during the day and is drained out during the initial drain phase of apd therapy. Hp relates on 10/14/00 the homechoice cycler "skipped" the initial drain phase of therapy and advanced into fill 1, prior to draining out the last fill volume of 2000ml. Hp relates the homechoice cycler began to deliver their programmed fill volume when they began to fell full and pressed "stop" on the homechoice cycler to pause the fill. The hp relates at the time they felt full the homechoice cylcer had delivered 1010ml of fluid. Hp relates he placed the homechoice cycler into a manual drain and removed 2500ml of fluid. According to the hp, a similar incident had occurred earlier in the month when they felt full during therapy, however, they did not place the cycler into a manual drain but continued therapy. Hp relates there was no pt injury or medical intervention as a result of these two incidents.